Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 42mg/dl which was treated with juice. Customer states that current blood glucose was 220mg/dl and 233mg/dl. Customer declined to troubleshoot for low blood glucose. Customer advised to monitor the insulin pump and call back if needed. Insulin pump will not be return for analysis.